Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since implant, the patient has been needing to recharge every day and although the device was helping with their pain, the patient was still in a lot of pain. It was noted that only 1 of their 3 programs worked well for the patient. The patient was going to contact a manufacturer representative (rep) to perform reprogramming. It was reviewed that charging every day is not uncommon depending on the settings being used. The caller was redirected to the doctor and/or rep to determine if the patient's recharge interval was consistent with their programmed settings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that charging every day was expected as the stimulator (ins) was on almost all the time. The patient reported that he was now turning the ins off at night as a manufacturer¿s representative (rep) suggested this. The patient reported that the pain was the same and he would be getting injections in the back. The patient reported that a rep set up new programs and had an appointment on (B)(6) 2019 for injections. No further complications were reported.